Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd insyte¿ autoguard¿ shielded IV catheter leaked during use. The following information was provided by the initial reporter: "piv in r forearm was found to be leaking at the site. There was no evidence of infiltration and it appeared that not all medication/fluid administered was leaking out. The dressing was removed and catheter flushed but leaking noted at site. Catheter discontinued and new piv placed. There was concern that the angle of the catheter could have impeded flow."

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd insyte¿ autoguard¿ shielded IV catheter leaked during use. The following information was provided by the initial reporter: "piv in r forearm was found to be leaking at the site. There was no evidence of infiltration and it appeared that not all medication/fluid administered was leaking out. The dressing was removed and catheter flushed but leaking noted at site. Catheter discontinued and new piv placed. There was concern that the angle of the catheter could have impeded flow."